Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable wires were exposed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Per engineering review, there was no adverse impact to product or evidence of relation to the event reported.